Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device with confirmed serial number was accidentally bumped into a counter, resulting in screen and bezel separation consistent with a bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.